Manufacturer narrative:
The device was evaluated by an outside lab. The results are attached. The crutch broke in half at the rivets by the handlw while in use. Pt fell, recently underwent knee surgery. Pt was 260 lbs and 6 feet tall. There was no injury to pt and no medical treatment necessary. Method: a sample was taken from the tubing section at the broken handle where the crutch failed. Both tubing pieces were analyzed to confirm product consistency. Since the product had separated, performance testing was impossible, accordingly, the following were conducted: results: the oval-cross section where the crutch failed is the result of two events: 1. Overtightening of wing nuts during handle adjustment - the wing nuts on both sides securing the handgrip were excessively tightened once the handle height adujstment had been completed. This is evidenced by the galled outer surfaces on the adjustment holes. The excessive torque flattened the tube, reduced its strength and further promoted failure. The galling itself resulted in a material reduction further contributing to the failure. 2. Old/damaged and worn stamping dies smash the tube during the stamping operation a sharp/well maintained tool would shear a clean hole rather than flatten the tubing. The flattening of the tube from the punching operation changes the geometry and stresses the material. The dull tool resulted in jagged tearing of the material which is most pronounced in the corners of the elliptical holes. All stamped holes in this area demonstrated the same non-uniform condition, which resulted in stress concentrations within this critical area. Summary: 1. Pts over 250 pounds (ce standard user) should be using a heavy-dury crutch, not the standard product. 2. Damaged and worn stamping dies should be replaced immediately. They should be maintained and inspected at regular intervals. 3. Overtightening of wing nuts during the handle adjustment flattened the tubing cross-section. This resulted in a strength reduction in the ruptured area.

Event description:
During hosp stay, pt fell when crutch broke. No injury incurred, no add'l treatment required.